Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted with the process, and confirmed that the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appears again, which they acknowledged and understood.